Event description:
It was reported that after a navigated procedure, the pt exhibited an infection at the navigation pin site. The pt went to their general practitioner on (B)(6) 2011, was re-admitted to the hospital, and was placed on IV antibiotics for 3 days. The infected area was washed and debrided. The pt was released from the hospital on (B)(6) 2011 and prescribed oral antibiotics. Additional information has been requested, with no reply to date.

Manufacturer narrative:
The pins have not yet been returned to the manufacturer. The actual part number was not provided by the facility for a device history review. A quality investigation will be performed and a follow up report will be filed when the investigation is complete.